Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one unknown 2.7mm locking screw. This report is 1 of 1 for (B)(4).

Event description:
It was reported that the patient underwent the explant of a 2.7mm locking screw of (B)(6)2015. It was the surgeon¿s opinion that the screw was too long from initial implant and that overtime, with range of motion, the screw head was rubbing up against the scapular spine and this led to the loosening of the screw. The patient underwent initial implant of a locking clavicle plate and associated hardware on (B)(6) 2015. On (B)(6) 2015, it was noted on an x-ray that a 2.7mm locking screw head of the screw was raised above the level of the plate. Revision surgery was performed on (B)(6) 2015 and the patient underwent successful explant of the complained 2.7mm locking screw. All the other hardware remained implanted. There was no surgical delay. The procedure was successful.this report is for one unknown 2.7mm locking screw.this report is 1 of 1 for (B)(4)

Manufacturer narrative:
This report is for one unknown 2.7mm locking screw. Part and lot numbers were not without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.